Event description:
Pt underwent a bilateral sagittal split osteotomy advancement and genioplasty downgraft setback procedure in 2009. Pt returned the following month, with swelling, increased tenderness, intraoral purulence expressed from the right posterior mandible. An intraoral incision and drainage procedure was performed. Pt was placed metronidazole, clindamycin. Twelve days later, pt returned with mouth swelling and purulent discharge from midline chin incision. Pt admitted for moxifloxacin and flagyl, and surgical procedure -incision and drainage and debridement- and bone graft removed. Three days later, culture results were positive for mixed flora. Dates of use: 2009. Diagnosis: mandibular hypoplasia.